Manufacturer narrative:
Updated data: b5. H6. Annex b code was added pertaining to the delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed in that it was 4 millimeters (mm) from the non-coronary cusp (ncc). At this position, atrio-ventricular (av) block of unspecified degree occurred. Subsequently, the valve was recaptured and repositioned and fully implanted at 3 mm from the ncc. Recurrently, av block of unspecified degree was noted. Temporary pacing was left in place and the procedure was completed. Additional information was received that the valve was recapture the first time due to a shallow implant depth, and was recaptured the second time due to deep positioning for a total of two recaptures.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID: (B)(4). (Lot: 0013008933); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed in that it was 4 millimeters (mm) from the non-coronary cusp (ncc). At this position, atrio-ventricular (av) block of unspecified degree occurred. Subsequently, the valve was recaptured and repositioned and fully implanted at 3 mm from the ncc. Recurrently, av block of unspecified degree was noted. Temporary pacing was left in place and the procedure was completed.